Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm. The internal battery was replaced to address the issue. The failure to charge its internal battery could not be confirmed. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm and failed to charge its internal battery. There was no patient harm or a serious injury reported as a result of this incident.